Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coupler of a clearlink continu-flo solution set cracked. This occurred during infusion of fentanyl. The device was being used with an unspecified central venous access device with an injection cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.